Event description:
The external pulse generator was returned to the company service center in accordance with the field advisory. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery contacts were compressed. It was also noted that two side bail covers were broken, two side bails were missing and the keyboard pad was cosmetically scratched.